Event description:
Device was used in peroneal artery. Physicain stated that the hospital did not have a smaller device and admitted that the device they used was too big for the artery and caused a perforation. The physician also stated that the device did not fail. In 2005, patient came back to the hospital complaining of foot pain. The patient had developed compartment syndrome which had to be surgically repaired. Patient is fine now.